Event description:
It was reported that the armada was being used following atherectomy of a heavily calcified popliteal artery. During first inflation at a low atmosphere the balloon ruptured. There was no reported resistance during advancement or removal of the catheter. There was no significant delay in procedure and no adverse patient effects. The procedure was successful. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood in the guide wire lumen and contrast in the balloon. The balloon was loosely folded, consistent with being inflated. There was no visible damage noted to the balloon catheter. During functional testing, the reported rupture was confirmed. A new indeflator filled with water was used in an attempt to inflate the balloon to rated burst pressure (rbp), when it was observed fluid coming out from a pinhole in the middle portion of the balloon 6.2 centimeters distal to the proximal balloon marker. There were no scratches found. The scanning electron microscopy (sem) analysis indicates that the balloon failure may be attributed to mechanical damage to the outer surface. In this case, it is likely that the pinhole is due to interaction with the lesion site, which was described as heavily calcified. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification or associated devices, this can cause the balloon material to weaken and rupture during inflation. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the lot history record revealed no associated nonconforming material records. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents reported for balloon ruptures. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.